Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the driver shaft, t-15, long had twisted. It was not indicated if a torque-indicating adapter had been used with the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06671849 that an ar-9545-t15-03 driver shaft tip was twisted and would not hold or engage the screw and (qty. 2) of an ar-9510-2 univers revers lever-locking broach handle side locking arm mechanism would not stay locked. They had a backup set available and could proceed with the case without incident. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm.